Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up on (B)(6) 2018 with the pacemaker in backup vvi. Further troubleshooting could not be performed since it was noted that the device tripped the elective replacement indicator. On (B)(6) 2018 the device was explanted and replaced. There were no complications from the surgery.